Manufacturer narrative:
The insulin pump received with loose protruded drive support disk. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had loose drive support cap. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that piston rear cover is loosed.